Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00425 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on (B)(6) 2017. The model number of the subject device was not (B)(4). (B)(4) is not sold in the united states. Therefore omsc are retracting this MDR.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During laparoscopic assisted supracervical hysterectomy and salpingo-oophorectomy, the probe tip broke off inside the patient. The broken probe was retrieved from the patient. The doctor exchanged the subject device and completed the procedure. There was no patient injury reported.